Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and additional information provided by the customer. As the lot number was unknown and the device was not returned for evaluation, both a device history record (DHR) review and device evaluation was unable to be performed. The exact cause of the event could not be determined. However, it is possible that user handling could have led to the dropout. The following situations can cause the cap to separate from the scope: anti-fog agent adhered to the cover and was damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The instructions for use (IFU) instruct the user on the correct way to attach the cap to the scope: "please make sure that the distal cover is intact without any problem before installation, and it has no damage (crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.". Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided by the customer. The event occurred after an endoscopic retrograde cholangiopancreatography procedure. There was no delay in the procedure. The procedure had been completed with the subject device as the failure was observed at the end of the procedure. It is unknown if the patient aspirated the cap from the airway or fell into the back of the throat when the scope was being removed. Type of sedation used in the procedure was general anesthesia. The lot number of the cap is unknown. The cap and scope were both inspected before use. No abnormalities were observed (including no cracks on the cap). The nurse removed the cap from the patient¿s mouth after the patient coughed it up. The patient was using a mouthpiece called bite block. The cap was discarded and its unknown if there had been damage to the cap. No anti-fog agent was applied to the scope lens and no chemicals were used during the procedure that could adhere to the tip of the scope or the distal cover. After attaching the distal cover to the scope, the user confirmed that the cover was not damaged. The user attached the distal cover to the scope and then pulled/twisted the cover to make sure it does not come off. This event was also reported under manufacturer report number 8010047-2022¿02620 and 8010047-2022 ¿ 02622.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the olympus representative wanted to document the event. No troubleshooting was necessary. To date, no devices have been returned to olympus for evaluation. The distal cap was reported as being discarded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s olympus representative reported to olympus technical assistance center (tac), the single use distal cover fell off the evis exera iii duodenovideoscope during an unknown therapeutic procedure. The cap was retrieved from the patient as the patient had coughed it up. There were no reports of patient harm associated this event. Related patient identifiers: (B)(6) (evis exera iii duodenovideoscope) and (B)(6) (single use distal cover).

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 codes. Reconfirmation of complaint failure: a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) investigation results of product specifications: quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer: the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).